Manufacturer narrative:
Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a the pump was placed in a cooler and subsequently a malfunction alarm occurred. Customer's blood glucose level was 151 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.